Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported discrepant results when comparing alinity I anti-hcv and alinity I anti-hcv next. The customer reported that alinity I anti-hcv is the test of record being used for patient management and that the alinity I anti-hcv next is not test of record / not being used for patient management yet. The customer provided the following data: anti-hcv next result was 20.5 s/co (positive) and when repeated the result was similar (no value provided). Anti-hcv result was 0.29 s/co (negative) and when repeated the result was similar (no value provided). Patient details are unknown. There was no reported impact to patient management.

Manufacturer narrative:
A complaint investigation was conducted for the alinity I anti-hcv reagent. Review of tracking and trending by list number did not identify any trends. Device history record review did not identify any nonconformance's, potential nonconformance's or deviations with the complaint list number. The overall performance of alinity I anti-hcv reagents was reviewed using data gathered from customers worldwide. The number of standard deviations to cutoff for the negative population, the reactive rate and the median values for the lots used in the field in the last 6 months were within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and adequately addressed the issue. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hcv reagent was identified.

Event description:
The customer reported discrepant results when comparing alinity I anti-hcv and alinity I anti-hcv next. The customer reported that alinity I anti-hcv is the test of record being used for patient management and that the alinity I anti-hcv next is not test of record / not being used for patient management yet. The customer provided the following data: anti-hcv next result was 20.5 s/co (positive) and when repeated the result was similar (no value provided). Anti-hcv result was 0.29 s/co (negative) and when repeated the result was similar (no value provided). Patient details are unknown. There was no reported impact to patient management.